Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient's four infusion set are not correctly inserted over the past two weeks the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.